Manufacturer narrative:
(B)(4). Device evaluation: result - a sample is not available but two photo were returned for evaluation. A photo evaluation revealed the cannula was bent and the safety shield was disengaged. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5353365. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was able to confirm the customer's indicated failure mode as the returned photos revealed the safety shield disengaged. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It is reported that the pink safety shield on the suspect device popped off while activating, resulting in a needle stick injury.